Event description:
Dealer is stating that they received the chair with a damaged front fork.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.